Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump's usb port was bent. There was no reported impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.